Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505636, xlpe liner standard 3.5 mm, 6048423, 00620205622, trabecular metal modular cup, 60384491, 00786401300, femoral stem press-fit collarless 12/14 neck taper, 600340012. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient had a revision procedure eleven years post implantation due to pain, squeaking when walking, and elevated levels. Operative report noted severe metallosis, which was removed. There was significant metallic black debris scattered within the entirety of the hip capsule and beyond. There was a fracture of the polyethylene insert. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The following report is submitted to relay additional information. The reported event is confirmed. No products were returned; images of the shell, liner and head were provided. Review of the images identified that the liner was fractured. It also noted that there were scratches along with black stains on the products. Dipping is shown in the head and cup inside surface. Some damage was show in the ring of the cup. Screw hole plug was used with the cup. Bone residual is found on the porous coating of the cup. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the revision op notes identified that the patient was revised due to metallosis, liner fracture, pain, metallic clicking elevated metal ion levels and loss range of motion. X-ray review identified that there was a poly liner failure as it was fractured. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.